Manufacturer narrative:
Covidien reference number (B)(4). The reported event could not be confirmed as product was not returned. The evaluation was completed by a non-medtronic service provider. The provider confirmed, issue has been resolved.

Event description:
It was reported that an 840 ventilator generated a diagnostic message of safety valve open. The ventilator was not in use on a patient at the time of the reported event.